Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self test, excessive no delivery alarm, rewind, basic occlusion test, occlusion test, prime test, and displacement test. The device alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies during visual inspection. The insulin pump had cracked case at lcd window corners, cracked reservoir tube lip, and a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.